Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse changed the wash station. During bubble check, the cse noticed dried fluid under the valve while checking the reagent syringe. The cse replaced the defective reagent probe valve and syringe and aligned them. The cse recalibrated the reagent probe, and ran quality control, resulting within range. The customer ran precision twice and the results were acceptable. The cause of the imprecise tni-ultra results obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise cardiac troponin I (tni-ultra) results were obtained on one patient sample when tested in duplicate on an advia centaur cp instrument. The results were not reported to the physician(s). The sample was repeated on an alternate instrument but no result was provided. There are no reports of patient intervention or adverse health consequences due to the imprecision in tni-ultra results.